Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing during atrial tachycardia/atrial fibrillation (at/af) episodes. It was further reported by the patient that the felt a shock. Review of a remote monitoring transmission revealed that no therapies had been delivered since the last interrogation. It was further reported that there was oversensing of noise on the ra lead. It was further reported that the ra lead displayed oversensing on stored at/af episodes which did not appear to be true at/af events. It was noted that the atrial oversensing was possibly electromagnetic interference (emi) on the implantable cardioverter defibrillator (ICD). The ra lead and ICD remain in use. No patient complications have been reported as a result of this event.